Event description:
Pt had iac, 4 hrs into it, when mitomycin was started, found chemo leaking through the tube. Chemo was running prior to incident x 2 hrs with same prime tubing. Secondary tubing involved.